Event description:
It was reported that thirty (30) minicaps were damaged; further described as "foil was not sealed properly." This occurred before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one carton containing forty-two (42) minicaps in pouches were received for evaluation. Visual inspection was performed and all of the returned pouches had evidence of excessive foil creasing. The pouch seal was open on forty-one (41) of the samples. A gap in the glue transfer is visible where the seal is open. The pouch seal was not open on one (1) sample however the seal shows signs starting to open from inside out at one location. The reported condition was verified. The cause of the condition was due to excessive heat or excessive handling during storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.